Manufacturer narrative:
Received one used list #ch2000s-c, spinning spiros; lot #unknown and one 30 ml bd syringe were received and visually inspected. As received, the spiros was securely connected to the syringe. The spiros spin feature was returned activated and spinning freely. Drug residuals were present within the spin feature housing of the spiros. No other visible damage or anomalies were identified. The spiros was leak tested and leakage occurred in the unactivated position from the o-ring/poppet interface. The spiros samples was disassembled and further analyzed. The o-ring measurement failed the outer diameter specification. The reported complaint of leaking spiros can be confirmed. The probable cause is due to an error during the o-ring molding process. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved a spinning spiros, closed male luer, red cap that the customer reported an unspecified chemotherapy leaked on an unspecified date. There was no report of any adverse outcome as a consequence of this event.